Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) on both the right atrial (ra) lead and right ventricular (rv) lead, due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss, noise was oversensed, which resulted in pacing inhibition. The patient didn't experience greater than two seconds of asystole. The ra and rv leads were non-boston scientific products. Subsequently, the device was reprogrammed. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) on both the right atrial (ra) lead and right ventricular (rv) lead, due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss, noise was oversensed, which resulted in pacing inhibition. The patient didn't experience greater than two seconds of asystole. The ra and rv leads were non-boston scientific products. Subsequently, the device was reprogrammed. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received that this crt-p and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) on both the right atrial (ra) lead and right ventricular (rv) lead, due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss, noise was oversensed, which resulted in pacing inhibition. The patient didn't experience greater than two seconds of asystole. The ra and rv leads were non-boston scientific products. Subsequently, the device was reprogrammed. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received that this crt-p and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.